Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The returned ipg sc-1600 sn: (B)(4) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted ipg was returned.